Event description:
Per update on 16 mar 2022, steroids were added as an intervention in addition to speech therapy. The event is still indicated as ongoing

Manufacturer narrative:
Sensory, cognitive and/or motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported following an ablation procedure on (B)(6) 2020, the patient experienced dysarthria and suspect apraxia of speech. The event was reported as moderate severity, non serious, but the patient received speech therapy. At the one month visit on (B)(6) 2020 speech aphasia was indicated as better, but the event had not yet resolved. The event was indicated as definitely related to the neuroblate procedure.